Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and verified system connectivity, performed troubleshooting with fiber connection using gigabit communication and verifying physical connections. The fse could not duplicate the issue. The customer to follow up if error comes back. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that prior to start of da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a message on the screen prompting that the fiber cables required cleaning. Logs indicated the cable was connected to the 3rd port down on the back of the core. The tse walked the customer through a hard power cycle and reseated the blue fiber cables on all consoles and video processor (vp). The system powered back on normally resolving the reported problem. The customer expressed concern that the connectors should be looked at because this issue has been ongoing and was requesting the fse to inspect and clean the cables and connectors. The customer elected to abort the robotic procedure to a laparoscopic approach due to this issue.